Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 576 mg/dl. Customer administered a manual bolus to address the bg level prior to going to the hospital. No information was provided regarding the treatment received at the hospital. The customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. It was reported that an occlusion alarm occurred. The customer was using fiasp insulin with the pump. Customer technical support informed customer that fiasp insulin is off-label per the user guide. The customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.